Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed common compute controller (ccc) to resolve the issue. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of the case, error 40096 was noted. Error 311 was observed in the logs on the tower. The technical support engineer (tse) guided the customer through a hard power cycle of the tower, but this did not resolve the issue. Another da vinci system was in use, and the customer was uncertain about how the surgeon would proceed with the cases. The customer reported event has no report of patient injury.